Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to patient received therapy for true vt. While an inpatient, had an echo done. Based on the echo, physician came to the conclusion that the lead was possibly inducing vt.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.